Manufacturer narrative:
The failure mode could not be determined, but the broken needle point condition can be caused by consistently passing the needle through challenging tissue (thick or calcified) or hitting bone. The buckled needle strip condition is typically caused by the device skiving under thick tissue or distorting distally under the jaw. The distal end of the nitinol point demonstrated minimal scrape marks, indicating the device was not fired excessively. The mating part (instrument) was not returned or identified. Confirmed the needle strip thickness and width dimensions to be within specification. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported by the facility that on (B)(6) 2020 patient underwent surgery to repair a greater tuberosity fracture. "During surgery a small piece of a scorpion needle was found to have broken off inside of the patient. The surgeon, aware of the situation, proceeded with the case and closing of the incision site. The scorpion needle passed through tissue and bone as part of the anchoring process. The needle was intact when it was inserted through the trocar. When it was removed, it was noted that a very small piece of the tip had broken off. Surgeon was confident the tip broke and became lodged in the bone when he was pulling it back through. However, he still explored the area when he made his incision for the rotator cuff repair. He did not find it in the surrounding tissue. Prior to incision for the rotator cuff repair, the procedure is done arthroscopically and continuous fluid is used to flush the operative area. It is most likely that if the tip was not stuck in the bone that it would have been flushed out of the surrounding tissue and into the suction. Surgeon determined it would cause too much damage to attempt to locate and remove the small piece of the tip from the bone. Therefore, he made the decision to leave it. No other complications were reported." The facility has submitted a medwatch report to the FDA ((B)(4)).